Event description:
Endocatch bag had specimen placed in it and pursestrings were drawn. The metal arm to hold the bag open broke and was retreived from the abdomen. It was noted that the second metal arm was missing. The abdomen was searched, x-rays were taken, and a second surgeon was called into the room to assist. A second device was taken apart to try to identify missing pieces. An additional incision was made and a port was placed to assist in visualization. At the end of the search, the second arm was found stuck in the cylinder. This search required 3 xrays and an additional 1 1/2 to 2 hours of anesthesia time.======================manufacturer response for endocatch bag, (brand not provided) (per site reporter).======================manufacturer's field representative picked up. Packaging was with bag. We have no lot numbers or item numbers. Maufacturer should be able to supply.